Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein post dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, organ perforation, and embedment.

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2011. Patient alleges to have been injured without further explanation.